Event description:
It was reported the patient¿s lead was fractured, exposed and an infection was present at the site. Surgical intervention took place wherein the right dbs system was explanted to address the issue and the patient was hospitalized.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.